Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed. The insulin pump passed the displacement test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. No unexpected low battery alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother called to report the insulin pump alarmed for motor error. Blood glucose reading was 120 mg/dl. No significant events were noted leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.